Manufacturer narrative:
The electromagnetic interface box was returned to the manufacturer for evaluation. Testing found that after an hour of use, instruments would not track. Having originally tracked for the first hour of use. The unit was left powered on and after an overnight wait, functionality was restored without prompt from the user. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the instrument 4 port needed to be replaced. The system then passed the system checkout and was found to be fully functional. Device manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a workshop with medical engineers, the non-invasive prenatal test (nipt) and instrument tracker could be recognized at first but the indication on the screen turned red suddenly and recognition failure occurred. After waiting for a while, when the device was started again, the nipt and instrument tracker could be recognized with green indications at first, but after a short while. The indication on the screen turned red and the nipt and instrument tracker could not be recognized. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: the reported issue pertained to a non-invasive patient tracker and not a non-invasive prenatal test (nipt). Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the electromagnetic interface box was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The unit has not been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.